Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports blood leak on the catheter body at about 20 cm. The customer further reported that the device was not pre-tested and x-ray was taken to verify the uvc placement. The catheter was inserted on (B)(6) 2012 and was removed on the same day. The customer further reported that the device was replaced and the pt status fair.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.